Manufacturer narrative:
Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections.

Event description:
Additional information received indicates valve was explanted after an implant duration of seven (7) years, four (4) months, twenty-one (21) days, due to calcification, stenosis, and leaflet immobility. Examination of the 21mm aortic valve revealed two of the three leaflets were profoundly calcified and completely immobile while the third leaflet also had limited excursion. The explanted valve was replaced with a 21mm non-edwards valve. The patient was reported to be stable and was later discharged.

Manufacturer narrative:
: The device was not returned to edwards for evaluation. Attempts to retrieve the device are in process. Attempts to retrieve additional information are in process; however, have been unsuccessful at this time. Aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing leaks by providing more efficient hemodynamics and longer tissue durability. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a aortic pericardial valve was explanted after an unknown implant duration due to leaflets not working. No additional information was provided.